Event description:
It was reported that the patient presented in clinic with complaints of chest pain. A computed tomography (CT) scan revealed the right ventricular perforated the right ventricular wall resulting in a pericardial effusion. The rv lead was repositioned to resolve the event and the patient was in stable condition. No additional intervention was required to resolve the perforation and effusion.